Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices related to this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection post implant. The patient was admitted to the ER and later transferred to the hospital where the device was explanted. The patient was given IV antibiotics. Follow up report indicated that the patient was discharged from the hospital and was recovering at home.

Manufacturer narrative:
The scs system: ipg, leads and anchors were returned and analyzed. The returned devices were subjected to visual and electronic control tests. There were no abnormalities observed. The electronic control test indicated that this device functioned as expected and it had passed the manufacturing test specifications. The investigation did not find any evidence of device malfunction. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related. The manufacturing and sterilization records of all implanted devices associated with this event were reviewed and no nonconformities were found.